Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that a pt started the pdac on (B)(6) 2012. The catheter was in place on (B)(6) 2012. After a change of the line on (B)(6) 2013, the pt observed a leak. She visited her doctor on (B)(6) 2013 for peritonitis with acinetobacter baumannii bacteria. The pt was treated with antibiotic. A cut down of the catheter was completed and the catheter stayed in place.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.